Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 70% stenosed, 35mm in length, de novo, concentric target lesion was located in the mildly tortuous, non calcified and 4.0mm in diameter mid left anterior descending artery. Predilation was performed and an attempt was made to advance a 4.00x38mm promus element long stent however, while advancing the device through the guide catheter, the stent was dislodged. The device was removed together with the guide catheter as a single unit and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.